Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reports that the sample was received with the majority of the t8 stardrive tip broken off. Five of the tips are broken at or near the transition to the shaft and one tip is still attached with the full length all the way to the tip. That tip is significantly bent over the centerline of the part and slightly twisted. The broken piece was not returned for inspection. There is also a piece of guide wire stuck in the end of shaft that is also significantly bent and twisted. A review of the device history record did not show conditions that could have contributed to the reported event. This screwdriver shaft is made from a standard material for stardrive screwdriver shafts. The tip is standard t8 geometry, and the cannula is of an appropriate dimension to mate with the required k-wire. Examination of the part shows that the tip is mostly broken off and the remaining part is bent significantly and twisted with a piece of guide wire similarly broken off and stuck in the cannulation. The report details indicate that the screw became lodged in the bone and excessive torque was applied in an attempt to dislodge the screw which is consistent with the breakage noted on the part. The technique guide recommends pre-drilling in hard bone and to take care not to over-tighten the screw. The returned device shows that excessive torque was applied. The breakage is the result of the use of excessive force and therefore this complaint is invalid from a manufacturing perspective.

Event description:
It was reported that during a scafoid procedure, the screw became lodged. The surgeon exerted extra torque in an attempt to dislodge the screw and the driver tip broke off. All pieces were retrieved. No harm to patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
(B)(4)